Manufacturer narrative:
Philips has investigated the complaint. According to the information provided, the system was not in clinical use. A philips service engineer inspected the system onsite and found the wireless footswitch functioning normally. The issue could not be reproduced. Philips has attempted a good faith effort to obtain more information on this complaint but have not received a response. Based on the information provided, philips has not been able to determine the cause of the reported problem. Codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported that the wireless footswitch could not connect to the base station. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.